Event description:
It was reported that the flex deflectable videoscope displays a green image. The issue was found during set up. There was no patient involvement or patient injury reported.

Manufacturer narrative:
The investigation is ongoing. The date of the event is unknown. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.